Manufacturer narrative:
Complaint allegation is confirmed. Upon visual inspection, it was noted that the retractable cannulated knife, straight had not issues. Functional testing was performed, and it was noted that the device did not work as required. The blade did not slide freely when the button was depressed and pushed forward. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force/not depressed when engaging the button to push forward.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 03/11/2024, it was reported by a sales representative via (B)(4) that (2) ar-6527-01 retractable cannulated knife handles could not slide even with pushing in the handle. This was discovered during a procedure.